Manufacturer narrative:
(B)(4). Investigation summary: the analysis results showed that one gst60b cartridge reload was returned with 7 drivers missing making the reload non-functional. In addition the cartridge pan was noted to be dislodged at right proximal side. Although no conclusion could be reached on what caused the drivers to be out of position, it is possible that the damaged happened during transit. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Two photos were provided; picture one shows a blue reload from an aside view with the staples retaining on it. The pan can be seen separated from the cartridge. The picture two shows a blue reload from the bottom view inside of its packing and with the staples retaining on it. The sled can be seen in its home position. Based on the photos reviewed the event describe is confirmed.

Event description:
It was reported that during the radical resection of rectal carcinoma, before used on the patient, opened the packing, found the metal piece was deformed as the photos show so the cartridge could not be installed. Another device was used to complete the surgery. There were no adverse consequences to the patient.